Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have a bent grip tip, causing them to be misaligned. The offset at the tips was 0.015mm. The grips were not found to be cracked. Further inspection found an exposed electrode due to thermal damage at the base of the grip tips at the yaw pulley. The instrument was found to have thermal damage to the yaw pulley. The instrument was found to have charring and localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a permanent cautery hook was used during this case. The instrument was found to have hairline cracks on both grip input disk #6 and #7. Other backend components adjacent to the cracked inputs do not show damage which may indicate potential improper reprocessing. The instrument passed engagement test on 3 of 3 attempts when placed on in house system. The instrument was found to have engagement failure based on the logs. Engagement log review of customer system confirms 1 engagement failures. Instrument log review shows 1 engagement failures via error code 22020 indicating engagement failure on the grip axis. A review of log showed an error code 22020 "installed maryland bipolar forceps failed to engage on usm1 (grip axis failed to engage)". The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps tips does not aligned. The procedure was completed with no reported injury.